Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, full functional testing and defib testing without duplicating the report. An internal inspection found no discrepancies. The analog board shields were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.